Event description:
It was reported that the user experienced hypoglycemia around lunch, with blood glucose dropping before eating and again after the meal, reaching a nadir of 64 mg/dl; the user consumed fruit snacks and was advised not to perform a meal announcement when blood glucose is low, after which glucose returned to range. Symptoms included low blood glucose. Outcomes included transient hypoglycemia that resolved with oral carbohydrate without medical intervention. Investigation included complaint intake, user counseling on meal announcement during hypoglycemia, and review of device use behavior. Investigation of this case revealed no device malfunction and suggested user-action¿related timing of meal announcement as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.